Manufacturer narrative:
Getinge became aware of an issue with a surgical light powerled device. As it was stated, there was a problem with light head illumination ¿ it was established that the rubber gasket which is supposed to hold the ambient light in place was missing. There was no injury reported however we decided to report the issue in abundance of caution as any part detachment may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. From the received information and inspection of the device on-site, our investigation finds that missing rubber gasket would be most likely caused by lack of maintenance or improper handling of the device. We believe that remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendations would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number: 235442.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by the manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the clip was missing. There was no injury reported however we decided to report the issue in abundance of caution, as the worst case scenario is that clip fell off possibly into sterile field and this could lead to the contamination.

Manufacturer narrative:
The issue in being investigated by a manufacturer side.

Event description:
(B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).